Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in (B)(6) 2022 and suture was used. During the procedure, during the procedure some of the sutures from the same box were falling apart from the needles. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify when did the issue occurred (pull off suture needle) before the device was used or during suturing the patient? Please clarify. Could you please confirm how many devices present the issue (pull off suture needle)? What is the lot number? Device return follow up. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 ¿g /m. Related to: 2210968-2022-06898.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Date sent to the FDA: 11/01/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 3/31/2023. H6 component code: g07002. No device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. The returned samples determined that it was received one open box with twenty-three unopened samples that pertain to the product code pdp9131h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related to: 2210968-2022-06897, 2210968-2022-06898, 2210968-2022-06943, 2210968-2022-07135.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 8/31/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Dditional information was requested, and the following was obtained: could you please clarify when did the issue occurred (pull off suture needle) before the device was used or during suturing the patient? The issue took place during suturing of the patient- to be exact during the attempt to pull the strand off the tissue and the moment of rearming of the needle. The needle stayed in the needle holder and the strand stayed in the patient. There was no harm for the patient and no serious complications for the procedure itself (like prolonged time of the procedure) could you please confirm how many devices present the issue (pull off suture needle)? The operators used 4 strands from the same box of sutures and after this fourth attempt and occurance the same issue, the operator decided to open a new box of sutures. What is the lot number? Sbmqaa. Device return follow up. No information provided this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 g /m related to: 2210968-2022-06898, 2210968-2022-06943, 2210968-2022-07135.